Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse found fluid leaked from the reagent probe b which caused by the defective wash collar valve. The fse replaced the collar wash valve to resolve the issue. (B)(4).

Event description:
The customer reported that their unicel dxc 800 pro synchron clinical system intermittently suppressed triglyceride (tg) and flagged with errors. Results were not generated. The customer requested service and the beckman coulter (bec) field service engineer (fse) found fluid leak from the reagent probe b. There was no impact to patient treatment. There was no report of exposure or injury due to this event. The leak was found by the bec service engineer.